Event description:
Olympus was informed that during an unspecified colonoscopy procedure, the users had experienced a complete loss of image. There was no patient harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the complete loss of image was experienced toward the beginning of the procedure when the device was inserted into the patient. The intended procedure was completed with an unidentified endoscope. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. The image was flickering and blacking out intermittently, but was still visible. The 1-4 switches were functioning intermittently. There was fluid invasion noted in the scope connector and in the control body which could have caused or contributed to the reported phenomenon. The image on the referenced device continued to flicker when the bending section was manipulated and the 1-4 switches were still functioning intermittently after extensive aeration. The referenced device passed the leak test. As the device passed leakage testing, the likely source of fluid invasion appears to be due to mishandling, likely during reprocessing. The device was repaired and returned to the customer. This report is being submitted as a medical device report in an abundance of caution.